Event description:
As reported by the field clinical specialist (fcs) during a transfemoral transcatheter aortic valve replacement (tavr) with a 23 mm sapien 3 ultra resilia valve, there was resistance met at the tip of the 14f esheath+ near the radiopaque marker. After some manipulation and sheath repositioning the team elected to align the valve at the tip of the sheath to aid in dilating the seam to pass the valve. This worked and the valve was deployed as normal. Upon removal of the sheath, it was found that the distal tip was torn but appeared to still be attached to the sheath. There was no bleeding or hematoma seen at the site; however, an angiogram revealed a complex dissection of the right common femoral artery, and it was treated percutaneously with angioplasty which resolved the issue. The valve was successfully deployed. However, later the patient was later taken to the operating room for an endoartecomy repair and patch angioplasty of the right common femoral artery due to loss of pulse/flow in the right lower extremity. The surgery went well and the patient was stable.

Manufacturer narrative:
The investigation is ongoing.